Manufacturer narrative:
Only the empty lens carton was returned with the packaging inserts. The lens, lens case, and peel pouch were not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a scratch on the iol. The lens removed from the eye during initial procedure. No patient injury reported. Additional information has been requested.